Event description:
Description as reported to this reporter. Surgeon had stated that two of the six screws put in had broken or cracked the plate. Surgeon was unable to remove plate and screws. Surgeon left plate and screws as is. No injury noted to patient.